Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had an implant replacement because the battery ran out on monday. Patient stated the battery did not die but it was getting weak and they went into the office because they were having a lot more frequency and the manufacturing representative (rep) tested the battery and said they had anywhere from 2 weeks to 8 months left. Agent asked patient when they noticed the battery was weaker and patient said maybe about 6 weeks ago. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.